Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) at one pacing output during an rv automatic threshold test. All other beats looked like true capture. The rv lead remains in service at this time. No adverse patient effects were reported.